Event description:
It was reported that during a prostate procedure @ 111,033 joules and 11 minutes of use, the aiming beam fired straight out of the fiber. It was also reported that "fiber tip was burnt through." The fiber was exchanged and the case was successfully completed. Patient outcome "ok" reported.

Manufacturer narrative:
Forward firing of the side firing surgical fiber.